Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime/a33, the excessive no delivery and displacement test. No prime/fill anomaly noted. Pump received with cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported by the customer that insulin was squirting out of their insulin pump during a manual prime. It was found during troubleshooting that numbers did not appear on the screen and that insulin continued to drip after letting go of the act button during the prime process. The customer's blood glucose was 105 mg/dl. The customer also stated that there was no space between the piston and reservoir stopper during the prime process. The customer's drive support cap also appeared to be normal. It was also found a compromised force sensor system alarm did not occur. Customer was advised to revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).